Manufacturer narrative:
Infection after this length of time implanted is not likely to involve a device or device processing error. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to determine a root cause, the need for corrective action was not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since 05/2001. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of infection. The liner was noted to have wear.